Manufacturer narrative:
Based on the observation summary report from the olympus endoscopy support specialist (ess), there were some reprocessing deviations observed during the on-site visit, and they are as follows: the customer removed the balloon with a 4x4, then depressed the air/water patient button and suctioned detergent solution for 12 seconds. The device was wiped with a sponge and placed into a transport container and taken to the decontamination area. Additionally, the boot of the insertion tube was sharply bent by the physician during use. The device was hand carried from the reprocessing room to the storage cabinets and the distal end was not protected from impact damage. During removal from the storage cabinets, the distal tip was unprotected and was held with one hand causing the scope to be sharply bent. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus endoscopy support specialist (ess) observed during an onsite visit, the user facility staff was improperly precleaning the evis exera ii ultrasound gastrovideoscope. Additionally, equipment handing and transport methods were not in accordance with the instructions for use (IFU). No patient infections or injuries reported. Related patient identifiers: (B)(6). For additional devices improperly reprocessed during observation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device investigation, a definitive root cause of the facility staff improperly performing device precleaning, as well as improper device handling and transportation, could not be determined, however, the issue was likely the result of facility misuse/not following the device IFU recommendations. The olympus endoscopy support specialist (ess) observed the customer¿s reprocessing steps and provided them with proper reprocessing steps in accordance with the IFU. The event can be prevented by following the instructions for use sections below: olympus gf type uct180; chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures; chapter 8 cleaning and disinfection equipment; chapter 9 storage and disposal. Olympus will continue to monitor field performance for this device.